Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted perculex plus ureteral stent was removed from a patient during a stent removal procedure performed on (B)(6) 2019. On (B)(6) 2019 a right percutaneous nephroscope holmium laser lithotripsy was performed and a percuflex plus ureteral stent was placed with no issues reported. According to the complainant, on (B)(6) 2019 during the planned stent removal procedure, the stent was found with stone adhesion. The stent shaft was fractured when the physician tried to directly removed the stent. The physician used a cystoscope to remove the remainder of the stent and no pieces of the device were left inside of the patient. The procedure was completed with no new ureteral stents being placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.